Manufacturer narrative:
(B)(4).

Event description:
The subject pacemaker and the two associated leads were implanted on (B)(6) 2017. Reportedly, the patient passed away at home from a sudden cardiac death on (B)(6) 2017 around 5:15 a.m. No resuscitation maneuvers were performed. The physician is suspecting a ventricular fibrillation. On 20 december 2017, an autopsy was performed and the pacemaker was explanted. Preliminary analysis results suggest that, based on available data, no issue is suspected on the pacemaker and on the associated leads.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker and the two associated leads were implanted on (B)(6) 2017. Reportedly, the patient passed away at home from a sudden cardiac death on (B)(6) 2017 around 5:15 a.m. No resuscitation maneuvers were performed. The physician is suspecting a ventricular fibrillation. On (B)(6) 2017, an autopsy was performed and the pacemaker was explanted. Preliminary analysis results suggest that, based on available data, no issue is suspected on the pacemaker and on the associated leads.